Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (hohmann-style arm 183mm, part number 398.752, lot number 13-2513). The subject device was received with the complaint reporting that ¿during an open reduction internal fixation (orif) of the distal femur the surgeon was using a collinear clamp. While using the clamp the hohmann-style arm attachment broke off. The surgeon was able to complete the surgery without delay or harm to patient. The status of patient is reported as fine.¿ the returned hohmann-style arm is part of the collinear reduction clamp system. A sliding mechanism is used in conjunction with one of the four attachment arms (hohmann-style arm, pelvic arm, percutaneous arm and bone hook-shape arm) to construct the collinear reduction clamp. This clamp is intended to assist in achieving and maintaining fracture reduction in minimally invasive techniques. A review of the current design drawing/manufactured revision for the hohmann-style arm was performed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. As previously reported, the review of the device history records showed that no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. The subject device was returned in two pieces. Visual inspection under 5x magnification showed the hohmann-style arm is broken at the weld joint. The complaint condition is confirmed. A root cause could not be definitively determined; a probable cause is that rough handling of the device and/or use with a previously damaged device has led to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received. The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the distal femur the surgeon was using a collinear clamp. While using the clamp the hohmann-style arm attachment broke off. The surgeon was able to complete the surgery without delay or harm to patient. The status of patient is reported as fine. This is report number 1 of 1 for complaint (B)(4).